Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 650 mg/dl. The customer stated that she was released two days later. Customer also stated that she was not in a state of diabetic ketoacidosis. The customer stated that she did not remember whether or not she was wearing the insulin pump at the time of the hospitalization. The customer also requested assistance with programming the insulin pump's settings. Blood glucose level at the time of the call was 97 mg/dl. The insulin pump was not replaced or returned for analysis.